Event description:
It's shocking how a bedwetting alarm can malfunction and hurt a child. I switched from a wet-stop bedwetting alarm to a malem alarm because we kept breaking the sensor board. The malem alarm was purchased from bedwetting store website about 1 week ago. It arrived and I used it on my daughter. The alarm part uses batteries and the alarm part over-heated within 30 minutes of the batteries getting inserted. The batteries shorted out and the alarm unit got very hot. So hot that you could burn your fingers on if you touched it. I removed it and placed it on the side of the bed as my daughter was scared of the alarm and just as it sat on the table, the batteries leaked and spread on the table. It's scary to imagine what would have happened if the alarm was placed on my daughter's body. She was terrified and so am I.